Manufacturer narrative:
A customer contacted a customer care center (ccc) specialist. The ccc reviewed the data provided and found calibration and quality control (qc) was in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the wash separation cover and the wash tubing bundle. The cse then ran 100 repetitions of negative pool and qc. Precision was reviewed and was found to be in acceptable ranges. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) result was obtained on a patient sample on an advia centaur instrument. The initial result was reported out to the physician(s), who questioned the result. The same sample was tested on an advia centaur xp, resulting lower. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences discordant, falsely elevated cardiac troponin result.

Manufacturer narrative:
The initial MDR 2432235-2016-00466 was filed on august 12, 2016. Corrected information: the correct date of event is (B)(6) 2016 and the correct name of the customer's facility is "(B)(6)".